Event description:
Procedure: gastric bypass. According to the reporter: in 2008, four days post op, the patient was brought to the ICU. The patient expired on that day or the following day. It was reported to the sales rep that there was a possible staple line leak on the remnant stomach. The patient's age and medical history could not be provided. Product has been discarded at the account.